Manufacturer narrative:
Based on analysis results, theis complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found the bezel was cracked. To correct the complaint, the site replaced the bezel. The main housing, bezel rope gasket, and the bulkhead tubing gasket were replaced due to the lcd rotated withou stopping. The u-handle was replaced due to it would not stay upright. As part of the standard service process, replaced the muffler and applied dow corning lubricant to the dc motors. During inspection, the unit lost power and would not power on again. The analysis site found the unit would intermittently fail to power up due to the uniboard. To correct this issue, the analysis site replaced the uniboard. Per the service manual, service test were performed with no functional faults found and the unit passed all tests. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the control module has a broken front panel. The unit is not used for human use. No pt consequences reported.